Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient notifier test was initiated multiple times and the vibration was never felt. The programmer was rebooted but the vibration could still not be sent. Programming changes were made. The patient will continue to be monitored and a follow-up appointment will be scheduled. No patient symptoms reported.